Event description:
It was reported that the 3.25 x 12 mm xience xpedition was advanced into the patient anatomy to treat a lesion in the mildly tortuous left anterior descending artery. An indeflator was attached to the xience xpedition. Pressure was applied; however, it was noted that the delivery system balloon was not inflating. At that time, it was noted that the xience xpedition shaft was separating at the hub of the device. The shaft and hub were held together and the device was inflated to deploy the stent at the target lesion. The device was removed in one piece, but had almost fully separated. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.